Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that the test load did not connect properly the heartstart xl+ and was displaying a critical failure message: poor pad connection. There was no pt involvement.